Event description:
The claim for analysis of pleural, pericardial, ascitic and cerbrospinal fluids for the ph on the omni systems has been removed. It was determined that there is insufficient data to support this claim.